Event description:
The customer reported that his blood glucose, carbohydrate intake and insulin history is as follows: time: 7:04 am, bg (mg/dl): 137, cho (g): 40, bolus (u): 2.15; 10:43 am, 120, 25, 1.65; 11:24 am, 15, 1.0; 1:458 pm: 234, 1.70; 3:09 pm: 33, 2.20; 4:40 pm 178; 4:59 pm, 35, 2.20; 5:16 pm, 255, 2.30; 6:20 pm, 40, 2.65; 6:59 pm, 347; 8:29 pm, 460, 69. The pod was then deactivated and he noticed the cannula was not properly inserted into his skin. There was also wetness around the adhesive pad.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not properly inserted into the infusion site. This conditional could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.